Event description:
In 2008, this patient was implanted with a gore excluder aaa endoprosthesis contralateral leg component. Six days later, the patient expired. Multiple attempts were made to obtain patient cause of death information, none has been provided.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.